Event description:
On (B)(6) 2013, port accessed for IV access so that pt could have a procedure, but unable to withdraw blood and met resistance with flushing. Small amount of isovue injected into port and viewed with c-arm. Appeared that port catheter had a blockage or a break in the line. Surgeon that implanted port on (B)(6) 2013 consulted and removed port afternoon of (B)(6) 2013. When port was removed only part of the catheter came out with the port. Interventional radiology was consulted at winter haven hospital, pt was transferred to (B)(6) hospital and the remainder of the catheter was removed from the right atrium by interventional radiology. Pt stayed overnight for observation and was released the next day.